Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The nurse reported via phone call that the had trouble opening the insulin pump's battery cap to replace the battery. The customer's blood glucose level was 505 mg/dl at the time of the incident but declined troubleshooting for the high. The nurse was assisted with troubleshooting for remove/install battery cap. The nurse was unable to remove the battery cap even after the were assisted during troubleshooting. The insulin pump was returned for analysis.